Event description:
It was reported that the battery of the insertable cardiac monitor (icm) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Device has been returned for analysis and product investigation completed. Analysis of the returned device did not identify a specific complaint cause; the failure mode could not be duplicated on the battery. As a result, cause code "cause not established" was selected.

Event description:
It was reported that the battery of the insertable cardiac monitor (icm) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was replaced and returned to boston scientific for analysis. No adverse patient effects were reported.